Event description:
A patient reported they were still on a catheter and their implant had not completely helped with their bladder symptoms. The most they ever had to go was 150ml. They stated they were not getting greater than 50% symptoms reduction and their setting had been changed twice in the past. They did not remember when they were changed, but said a long time ago. The patient said their healthcare provider (hcp) has given them instructions not to use the patient programmer (pp). Follow up from the hcp on 2016-sep-06 reported the patient had multiple follow up appointments to adjust the implantable neurostimulator (ins) and treat urinary infections. They noted "lots of visits since implant (B)(6) 2015". They also reported that the patient has a neurogenic bladder with retention. The hope was to not have to intermittent self-catheterization ("isc"), but continued to have to "isc" with the ins adjusted. The patient's expectation was to no longer have to "isc". The patient's initial diagnosis, prior to the implant, was urinary retention: non-obstructive. There was no problem with the actual device itself. On (B)(6) 2016, the patient followed up and reported there were no changes in activity levels, but they had changed the stimulation settings. The issue was not resolved and the patient stated no adjustments had been made, yet, and they continue to catheterize themselves. The patient stated they can probably go on without the implant, they have been able to go by themselves with some improvement. They would follow up with their hcp the month after the report. The ins was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.